Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported kinked shaft was confirmed. The reported difficulty removing the protective sheaths was not confirmed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
An attempt was made to remove the protective sheath from the device during preparation, as per the recommendations. It was noted that the sheath appeared stuck and was unable to remove the protective sheath after a number of attempts (several minutes trying to remove/loosen protective sheath). During these attempts the shaft of the device became kinked. After failing to remove the protective sheath, another device was opened of the same size and proceeded to remove the protective sheath and the case was completed as planned. There was no clinically significant delay in the procedure and no adverse patient effects. The returned device revealed that the outer member and balloon were separated.